Event description:
Customer performed back to back testing, using the advantage system, with results of 525mg/dl and 96mg/dl. No treatment was received. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.